Event description:
Add'l info rec'd from rptr (B)(6) 2011: see previous report (B)(4); new info including but not limited to: on (B)(6) 2000 implant, unable to urinate post op released w/foley. On (B)(6) 2000 revision surg # 1 flap and closure of exposure. On (B)(6) 2001, revision surg # 2 sling erosion, debride and close new edges. On (B)(6) 2003, revision surg # 3 1 cm mesh removed l side. On (B)(6) 2004, revision surg # 4 vaginal erosion r&l excised, partial vaginectomy. On (B)(6) 2005, surg removal of most of mesh, abdominal approach. On (B)(6) 2009, complete urethrolysis and excision of mesh. On (B)(6) 2010, removal of vaginal mesh and trigger pt. Injection r obturator. Various dates of injections for pain, botox, marcaine, cortisone various pain medicines prescribed during 10 yr period.

Event description:
Gynecare tvt sling placement in 2000, plus 5 more surgeries for erosion including removal by abdominal approach 2006. Vaginal, pubic and urethral pain almost continuously since initial procedure. Initial placement was by gynecare "preceptor" and created a "button hole type in and out placement of suture - mesh in the vagina - which has resulted in discomfort" - quote from surg. Report - I was released from the outpatient surgery ctr after the initial placement with a foley catheter due to inability to void after surgery. The foley was removed several days later in the dr's office without being examined vaginally. Post op recovery was slow and painful, mesh in vagina was palpated by me about 4 wks postop, it was extremely tender and had foul discharge. I called the office and was seen soon after. Because the dr said he had never seen this problem before, I called ethicon's professional number and spoke to a nurse and was told "this has never happened", and I would need to talk to someone else who worked there. Spoke to another ethicon nurse who said she would check with the researcher as to what to do and call me back. She never did call back, nor did I ever hear back from ethicon. I then agreed to a vaginal revision of the sling, an excision and reclosure of the exposed mesh - surgery #2-. A little over a yr later, during which the pain never went away and got steadily worse, the same site had eroded, and gynecologist who placed the tvt recommended revising the erosion again. Had 2nd opinion and surgery #3 with urogynecologist to revise original mesh exposure/revision site to try to eliminate pain, inflammation and spasm and to try to preserve sling and continence. After physical therapy, 2 more erosion surgeries and partial removal of the mesh in multiple sites. - surgery #4 and #5 - urogyno removed sling in 2006 via abdominal incision with overnight hospital stay for bleeding. -surgery #6-. I am left with pubic pain, vaginal pain, and difficulty with painful sex, walking and sitting, swelling and some difficulty urinating. The pain has left me unable to hold a job or enjoy the level of activity I had before the tvt procedure. My stress incontinence has returned despite several rounds of physical therapy and limiting stress on the pelvic floor. After pain consult, I was advised to take gabapentin or pregabalin for "nerve" pain. I now have internal and external scars, chronic pelvic pain, worsened stress incontinence, and limited activity and income, all from a procedure designed and marketed to make my life more active. Dates of use: 2000- 2005. Diagnosis or reason for use: stress incontinence. Event abated after use stopped: no.